Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the unexpected movement with the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. The xtr cds was advanced for off label use to the tricuspid valve. While steering the cds to the valve with the m-knob, unexpected movement was observed with the cds. The clip was not implanted and the cds was removed and replaced. A new cds was used to complete the procedure. One clip was implanted, reducing tr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to position in this incident could not be determined. The mitraclip system instructions for use (IFU) states that the mitraclip system is intended for reconstruction of the insufficient mitral valve. The use of the mitraclip device to treat tricuspid regurgitation is considered off-label use of the device; however, there is no indication in the case information that the off-label use influenced the reported difficulty in positioning. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.